Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood in the distal conductor of the lead and it was obstructed. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary indicated damage during use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the physician did not succeed to insert the stylet into the lead. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex. If information is provided in the future, a supplemental report will be issued.